Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the "needle is tainted."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020 h.6. Investigation: bd received shelf pack of samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm on the IV cannula. With the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm on the IV cannula with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the "needle is tainted."